Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and diplegia ('hand paralysis') in a (B)(6) female patient who had essure (batch no. D31455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), diplegia (seriousness criterion disability), dizziness ("dizziness"), vision blurred ("blurred vision"), deafness ("hearing loss"), headache ("headaches"), musculoskeletal pain ("muscle and joint pain"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("heavy periods"), lumbar spinal stenosis ("narrowing of the lumbar canal"), loss of libido ("loss of libido") and urinary tract infection ("lots of urinary tract infections") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, diplegia, dizziness, vision blurred, deafness, headache, musculoskeletal pain, abdominal pain lower, menorrhagia, lumbar spinal stenosis, loss of libido, weight increased and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, deafness, diplegia, dizziness, headache, loss of libido, lumbar spinal stenosis, menorrhagia, musculoskeletal pain, pelvic pain, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: patient¿s current status: sequelae or disability. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-dec-2019. The most recent information was received on 06-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and diplegia ('hand paralysis') in a 40-year-old female patient who had essure (batch no. D31455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), diplegia (seriousness criterion disability), dizziness ("dizziness"), vision blurred ("blurred vision"), deafness ("hearing loss"), headache ("headaches"), musculoskeletal pain ("muscle and joint pain"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("heavy periods"), lumbar spinal stenosis ("narrowing of the lumbar canal"), loss of libido ("loss of libido") and urinary tract infection ("lots of urinary tract infections") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, diplegia, dizziness, vision blurred, deafness, headache, musculoskeletal pain, abdominal pain lower, menorrhagia, lumbar spinal stenosis, loss of libido, weight increased and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, deafness, diplegia, dizziness, headache, loss of libido, lumbar spinal stenosis, menorrhagia, musculoskeletal pain, pelvic pain, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: patient¿s current status: sequelae or disability lot number: d31455, production date : 2014-11-27, expiration date :2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.